Event description:
It was reported the catheter became entrapped in the embolization treatment area during glue injection. Upon removal, the catheter broke off. The physician was able to remove the broken segment via gooseneck with approximately 2cm of the distal segment remained in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The catheter was returned in three broken segments. Evaluation showed the catheter broken due to a tensile force applied during use.(B)(4).